Manufacturer narrative:
Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type and findings code and h6 component codes were updated accordingly based on the completed investigation. The cause of the thrombosis was not determined due to insufficient clinical details. The cause of the device being in the wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
D9: date device returned to manufacturer the impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 56 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock. No other cardiac or systemic comorbidities were shared. The pump was supporting when after 9 days the team made decision to explant and replaced the pump with escalated care, of the impella 5.5 pump. The pump had been malpositioned at the mitral valve and when explanted the cp had thrombus adhered to the pump. The material was sent to pathology for review, but to date the report is not known. The 5.5 was successfully placed and supports the patient to date.